Event description:
Patient required a lead revision to the right atrium - dual-chamber cardioverter defibrillator explanted due to pocket infection. Implant done in late 2018. Following discharge, patient reported moderate amount of bleeding from pacemaker site. Was also placed on keflex. Patient went for 1 week wound check - wound found to be open with active bleeding. Pressure bandage applied. Sent to ed for assessment. Assessment at hospital resulted in removal. During hospital admission patient was seen by infectious disease. Infections disease note: aicd pocket infection-clinically no overt infection although the tissue in fluid looked somewhat abnormal. Clostridium species grew in the thigh only and few colonies of a branching gram-positive rod are seen on a single plate ? Streptomyces. Tee shows no vegetation. Discharge to complete 10-14 days of therapy with augmentin with follow-up in 2-weeks when return to cardiology clinic. Approximately 1 month later - new device implanted due to patient's risk of sudden cardiac death. Discharged home the next day. Infection disease follow-up 11/29/2018- no signs of infection, healing well, no swelling, drainage, or redness. No further problems noted to date.